Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and there was a map shift issue identified. The catheter was in the left inferior vein but the carto 3 system showed the catheter on the floor of left atrium. No system errors were displayed. There was no patient movement either. The patches were checked but the issue persisted. The medical team then remapped the entire left atrium and the issue resolved. Additionally, there was a patch unit error identified, which was resolved by rebooting the patient interface unit (piu). Other errors during the procedure included, a error 1001 " back cable not detached" and error 255 "the unstable body reference." Rebooting the piu did not fix these issues, but reseating the patch unit 2-3 times did. Finally, a competitor catheter could not be visualized on the carto 3 system. The medical team reseated the catheter but the issue persisted. They then reselected the catheter on the carto 3 system and the issue was resolved. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-apr-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and there was a map shift issue identified. The catheter was in the left inferior vein but the carto 3 system showed the catheter on the floor of left atrium. No system errors were displayed. There was no patient movement either. The patches were checked but the issue persisted. The medical team then remapped the entire left atrium and the issue resolved. Device evaluation details: it was reported that the piu (patient interface unit) and the workstation were rebooted, and the issue was not reoccurred. The procedure continued. The complaint history of the system was reviewed, and no more similar problems were found since the issue occurred. The system is ready for use. It was reported that the caller reselected the catheter on the carto 3 system and the issue did not recur in additional, an investigation was initiated by the manufacturer. The data was requested for an investigation, but no full data was available to investigate this case. As a result, it was not possible to reproduce or analyze the issue. The root cause of the reported issue was not determined. The complaint history of the system was reviewed, and no more similar problems were found since the issue occurred. System is operational. # it was also reported that there was a map shift on the carto 3 system. The caller stated that the catheter was in the left inferior vein, but the carto 3 system showed the catheter on the floor of the left atrium. The caller stated no errors were displayed on the carto 3 system. The caller stated that the patient did not move. The caller checked the patches, and the issue persisted. The caller had to remap the left atrium on the carto 3 system and the issue resolved. Field service engineer follow-up per process for map shift issue. It was reported that the caller remapped the left atrium on the carto 3 system and continued the procedure. Field service engineer (fse) spoke with clinical account specialist (cas) and cas reported that the map shift related to using farapulse pulsed field ablation (pfa) generator (boston scientific) and system setup. In additional, similar issue was investigated at the manufacturer. During the investigation, it was found that carto 3 system was used in configuration with farapulse pulsed field ablation (pfa) generator (boston scientific). The carto3 manufacturer does not claim compatibility for this hardware setup. As such, the carto 3 system functionality for catheter or map location accuracy may potentially be affected. Therefore, it can be concluded that the reported occurrence is a user related issue. System is operational. A manufacturing record evaluation was performed for the carto3 system s/n: (B)(6) , and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).